Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-01467. Same patient as MFR report #: 2134265-2008-02682. (B)(6) study. It was reported that following a coronary artery stenting treatment procedure the patient developed in-stent restenosis. In (B)(6) 2010, to treat 90% in-stent restenosis lesions of three previously placed non-bsc stents in the proximal and mid right coronary artery (rca). The lesion measured 3.5x4mm and two taxus liberte stents (3.5x16mm and 3.5x32mm) were placed resulting in 0% residual stenosis. In (B)(6) 2010, in-stent restenosis was found at the mid rca. Treatment consisted of balloon dilation. At the three year study follow up in (B)(6) 2011 the patient had no angina symptoms.